Event description:
Spontaneous. Pt confirmed current pump rate is 0.04 ml/hr. Pt stated that main pump just stopped working (no details provided) and back pump was not setting up. Pt initially stated that pump was asking for a pass code. In the main menu where it says set up/ load/ history/ beep/vibrate. Pump replacement was already scheduled. Advised for patient to call 911 and/or go to the emergency room since she was starting to experience shortness of breath and stated that her body "feels strange". Pt refused. Cnss to follow up with pt. No additional information available. No serial number or maintenance due dates provided. No additional information, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion set flow rate and volume delivered are not known. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? Recommended to call 911 / go to emergency room. Is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? No; reported to (B)(6) by pt/caregiver.